Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that handpiece had a broken 4-40 stud. The problem was noticed during set-up for lap nissen fundoplication case. The case involved was able to be started and finished with a different handpiece with no patient cosequence.